Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "inflamed lymph nodes", "fatigue", deflation and "itchy breast skin". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "inflamed lymph nodes", "fatigue", deflation and "itchy breast skin". Device remains implanted.